Event description:
It was reported that the patient presented for a system extraction procedure due to an infection. The entire implantable cardioverter defibrillation system was explanted. During the ventricular leads extraction, the patient went into ventricular tachycardia rhythm that was degraded into ventricular fibrillation rhythm. The patient was externally defibrillated. The rhythm was converted and the patient was stable post procedure.